Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug name, dose, route, and frequency not reported) for peritonitis. The antibiotics are expected to be administrated until 24 days after the event onset. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.